Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # 113c71. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the nozzle fin damaged, and with a gst60b reload loaded on the device. The reload was received unfired. No conclusion could be reached as to what may have caused the nozzle to be damaged. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 113c71, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the sleeve gastrectomy procedure that when using the stapler on third firing, he kept closing and opening up the gun to find right position. He said it felt different in the handle of the gun and that he was able to close completely, but when he went to open it, he felt it was getting stuck and not opening fully like normal. He had to use his finger to push all the way open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.